Event description:
Premature failure of device; using dexcom g6 monitor for type I dm- transmitter gave critically low battery warning 34 days into projected 90 day use cycle. Within 30 minutes transmitter failed completely and glucose monitoring not available until new transmitter paired with new sensor. As a medicare beneficiary, the program does not support having a backup transmitter available. A new sensor and transmitter were shipped overnight from dexcom. The failed device has been shipped back to dexcom. FDA safety report ID# (B)(4).